Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead.

Event description:
During implant procedure, r-wave amp variation was observed while positioning the right ventricle (rv) lead. The rv lead was extracted and replaced to resolve the event. The patent was in stable condition.